Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 17-may-2023. [Additional information]: on 17-may-2023, additional information was received. The information confirmed the lot number of the enterprise 2 vascular reconstruction device is 7469244. The target aneurysm was a 4mm x 4.3mm ruptured aneurysm. Vessel and aneurysm factors did not contribute to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the stent. The reported incomplete expansion did not result in migration or embolization of the stent. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device ((B)(6)). There was no allegation of patient injury or any negative patient impact. It was not known if the physician considered the 20-minute delay in the procedure to be clinically significant. Updated sections: b.4, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. All components were received in good condition. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. Some residues of dried saline solution were found inside the introducer. The functional test was performed. A lab sample prowler select plus was flushed using a lab sample syringe. After that, the unit enterprise was introduced into the lab sample prowler select plus, and it advanced; no resistance/friction was felt when the stent passed through the hub area. The stent came out from the distal tip of the microcatheter. Once the stent was detached from the unit, it was inspected under a microscope, and it was observed to be in good condition, with no structural damage (i.e., no broken struts, no kinks); both of the distal ends were seen completely flared. The issue documented in the complaint regarding the stent not being fully opened or expanded was not confirmed since the stent was found fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7469244. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contains the following recommendation: maintain adequate stent length (approximately 5mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2023. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter facility name: (B)(6) hospital. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7469244. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the physician tried to release the stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 7469244), but the stent did not fully open or expand as intended. The physician retracted the stent a little and delivered it to release it again but was met with the same issue. The physician removed the stent and the microcatheter from the patient and replaced the stent to complete the procedure; it was reported that the microcatheter was not replaced. The procedure was prolonged for approximately 20 minutes. There was no report of any negative patient impact.